Manufacturer narrative:
The hill-rom tech found the scale reading inaccurately by 10lbs. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech recalibrated the scale to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating that the bed scale was not reading correctly. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).